Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The delivery system was returned unlocked and positioned proximally to the default marker. Partial fine adjust and no flexing was used. A slight bend was observed on the proximal balloon shaft likely due to return packaging condition. Procedural imagery revealed a leak was observed on the distal working length of the inflation balloon. Calcification was present in the aortic annulus. Tortuosity was present in the access vessel. Visual inspection of the returned device found a small tear/cut on the distal section of the inflation balloon. The tear appeared to be cut through the balloon pleat. Gouges were observed on the flex tip. Functional testing found upon inflating and deflating the balloon a leak was discovered on the distal section of the inflation balloon. Dimensional inspection found the balloon double wall thickness to be within specification. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. The commander with s3u complaint history has been reviewed and no confirmed manufacturing non-conformance were identified. The instructions for (IFU), device preparation and the training manual were reviewed and no deficiencies were identified. During the manufacturing process, the device was visually inspected and tested several times. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon leakage was confirmed based on the condition of returned device. However, investigation of the device, complaint history, lot history and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. A review of manufacturing mitigations supported that the delivery system has proper inspections in place to detect issues related to the complaint event. It is unlikely that the delivery system left the manufacturing site with balloon damage, as the balloons are 100% visually inspected at several different steps throughout the manufacturing process and devices are 100% leak tested. In addition, there was no reported difficulty during device preparation. As observed in the provided imagery, there was calcification present in the aortic annulus. Presence of calcification can create a challenging anatomy for the balloon inflation. It is possible that inflation balloon was caught on or interacted with calcification in the annulus prior to valve deployment. Calcification in the annulus can compromise the integrity of the balloon leading to the leakage observed. Available information suggests that patient factors (annular calcification) may have contributed to the balloon leakage. However, a definitive root cause is unable to be determined. In this case, per report the partially expanded valve was successfully implanted in the descending aorta using a bav balloon. There may be cases in which the valve is not able to be deployed at the intended location. This may require deploying the valve at a non-target location. Although, generally well tolerated, the long-term effects are not completely understood. The complaint for balloon leakage was confirmed. No manufacturing non-conformances were found to have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursion above the control limits are assessed and documented as part of this monthly review. Since no product non-conformances or IFU/training deficiencies were identified during the evaluation, no product risk assessment, corrective or preventative actions are required.

Manufacturer narrative:
UDI: (B)(4). The investigation is underway.

Event description:
As reported by a field clinical specialist, during deployment of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach the commander delivery system balloon would only partially inflate and the valve was unable to be fully deployed in the aortic annulus. The partially expanded valve was repositioned in the descending thoracic aorta, where it was successfully expanded using a 25 mm bav after switching out the balloon. A second 26 mm sapien 3 ultra valve was deployed successfully in the aortic annulus, as intended.